Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of incorrect insertion of infusion set cannula on 08-sep-2024. The event occured within 3 hours of insertion. The insertion site was at the abdomen.the patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.